Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/23/2025, a sales representative reported via phone that (2) ar-3636 knotless 1.8 fibertak® soft anchors backed out. This occurred during a labral repair on (B)(6) 2025, they drilled, inserted, and set the implants. When tensioning the implants both backed out. The patient had a normal/hard bone that was prepped using a curved guide, and flexible guide from ar-2638dc. There was no delay in this procedure and another ar-3636 anchor was used to complete the case.

Manufacturer narrative:
Additional information: b3, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.